Event description:
It was reported that the ceramic tip of the subject device was damaged. The reported malfunction occurred during set up and inspection, before patient in the room. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated d4, d8, e4, g1, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ceramic tip is damaged probable cause is due to stress. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.